Event description:
The health care provider reported the patient's pump was alarming. The patient was weaned off the drug and the pump was stopped the day before the report as the patient was awaiting explant in order for the patient to have an unspecified spinal surgery. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).